Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. It was also reported that atrial and ventricular leads had high thresholds. Both of the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.